Manufacturer narrative:
The field service engineer (fse) inspected the instrument and lubricated all rails and bearings. The fse performed a precision check successfully. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t stat assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial troponin result was 13.64 pg/ml. The patient had subsequent samples collected that gave results around 750 pg/ml which prompted the doctor to question the initial result. The initial sample was repeated and the repeat result was 680 pg/ml. The repeat result was deemed correct.